Event description:
It was reported that silicon solution leaked, when customer was attaching the hydra 33 inserts before use. Reportedly, there were no patient complications or injuries.

Manufacturer narrative:
It was reported that the device is not being returned for evaluation.